Manufacturer narrative:
The user facility confirmed that the biological and chemical indicator present in the cycle subject of the event evidenced passing results. The user facility was aware of the importance of reprocessing instruments but instead chose to rinse the instrument with sterile water. A steris service technician went onsite to inspect the sterilizer and found the unit to be operating properly. No issues with the function or operation of the sterilizer were identified and the sterilizer was returned to service. The technician spoke with user facility personnel while onsite who confirmed that the employee was not wearing proper ppe, specifically gloves, while operating the v-pro 60 sterilizer. The v-pro 60 sterilizer operator manual (1-2) states, "danger - chemical injury hazard: any visible liquids in the chamber or on the load must be treated as concentrated hydrogen peroxide. Observe all hydrogen peroxide handling precautions. When handling hydrogen peroxide, wear appropriate personal protective equipment. "The operator manual further states (6-19), "steris recommends (in accordance with ansi/aami st58, 2013) wearing chemical-resistant gloves when unloading the sterilizer." Additionally, user facility personnel should ensure all instruments are properly dry prior to placement in the v-pro 60 sterilizer. The v-pro 60 sterilizer operator manual, (a-1) states, "dry all items thoroughly. Ensure all moisture is removed from all internal parts (including lumens). If not, residual hydrogen peroxide may remain at cycle completion and/or a cycle abort occurs. Only dry items are to be placed in sterilization unit." The technician counseled user facility personnel on the importance of wearing proper ppe, specifically gloves, properly drying instruments, and to reprocess the instruments before use in a patient procedure to ensure sterility while operating their v-pro 60 sterilizer.

Event description:
The user facility reported that an employee experienced a burn while handling an instrument that was processed in a v-pro 60 sterilizer. Medical treatment was sought. The instrument present in the cycle was not reprocessed prior to utilization in a patient procedure.